Event description:
While tech was performing a sweat test on patient's leg, gel disk cracked and patient received a small burn 2cmx2cm area. Pt started to cry, tech checked site and noticed this, stopped testing, applied a&d ointment and notified rn, which in turn notified physician. They ordered bacitracin, then ordered silvadene bid.